Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, they have two patient return electrodes in same leg - one on the right thigh and one on right calf. For some reason patient got 3rd degree burns under the return electrodes. Surgery was needed to treat the burn.